Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 280mg/dl and a manual injection was administered to address the bg level. Multiple infusion set site changes were performed and the occlusion alarms continued. The customer was in the process of changing all pump supplies to address the occlusion alarms.